Event description:
Lumpiness [injection site mass]. Off label use in temple [off label use of device]. This report from the united states was reported by a healthcare professional via company representative on 06-jun-2025 and concerns a 46-year-old male patient who experienced lumpiness coincident with evolysse form. The patient received 2 cubic centimeters in the temples on (B)(6) 2025 and experienced lumpiness following the injections. Medical history and concomitant medications were not provided. At the time of the report, the outcome of the lumpiness was unknown. Company comment: investigation in progress. Database reference number: (B)(4).